Manufacturer narrative:
Additional information was received that the physician does not know if the patient¿s inability to walk was procedure related.

Event description:
A report was received that the patient was explanted two days after the implant procedure due to extreme pain and inability to walk. The patient stated he was told that the pain was caused by the device touching a nerve. The physician does not suspect device malfunction and does not know why the patient was experiencing the pain. The physician felt the patient's inability to walk was not device related. The patient was reportedly doing fine after the explant and regained the ability to move his legs.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50cm, model: sc-1132, serial/lot: (B)(4), description: precision spectra implantable pulse generator, model: sc-4316, serial/lot: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted two days after the implant procedure due to extreme pain and inability to walk. The patient stated he was told that the pain was caused by the device touching a nerve. The physician does not suspect device malfunction and does not know why the patient was experiencing the pain. The physician felt the patient's inability to walk was not device related. The patient was reportedly doing fine after the explant and regained the ability to move his legs.